Event description:
The implantable cardiac defibrillator system was returned with no information. Follow up has found the patient was expired within one year of implant. The cause of death was cardiac arrest and the patient was on hospice due to extensive cardiac problems. No further information about the events surrounding the patients death have been made available. No complaints, allegations, or previous contacts regarding the device system or any of the individual components have been made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. Analysis of the leads is in progress and will be forwarded when complete.